Event description:
Clinical trial. Same case as MFR #6000089-2007-00316. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated a de novo bifurcation lesion in the prox left anterior descending artery (lad) / 1st diagonal. The lesion was 2.5 mm wide, 34 mm long and 95% stenosed. There was mild calcification and mild tortuousity. The physician direct stented the lesion with overlapping taxus express2 stents; a 2.5 x 24 mm and a 2.5 x 16 mm. Residual stenosis was 0%. The 1st diagonal was 99% stenosed and dilated to 50%. Another manufacturers stent was also placed in the distal lad. The pt rec'd gpiib/iiia inhibitors, aspirin, and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. The pt had a cardiac catheterization on day 698. The pt was admitted 5 days later and coronary artery bypass grafting (CABG) was performed the next day (day 704) due to in-stent restenosis. Vessels bypassed included svg to mid om, svg to r-pda and svg to lad. Physician noted that the relationship to taxus stent was probable. The pt was discharged five days later.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 6983603 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.